Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were feeling a shocking sensation down their leg about 4-5 days ago. Agent recommended the option to decrease the therapy if they consider that situation was uncomfortable, patient decreased the stim a notch. Patient reported they had been urinating about every 3-4 hours and that was better for them. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they were on antibiotics for an infection due to a constipation, they had before. Patient reported unexpected stimulation, having bladder symptom relief and urinary symptoms and bowel symptoms.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.